Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump stopped working. The customer stated that they replace the batteries four times. The customer stated that the battery compartment was cracked. No harm requiring medical intervention was reported. The customer stated that they were not having any issue with current insulin pump. The device will not be returned for analysis.